Event description:
A minimally invasive surgery (on (B)(6) 2023) on the lumbar spine for transforaminal lumbar interbody fusion (tlif) at l2-s1, due to spondylolisthesis at l3-l4 and l4-l5, with existing hardware revision of a right unilateral fusion of l3-l5, and intended placement of 7 screws and 2 cages, was performed with the aid of the display by the brainlab spine&trauma 3d navigation 2.0.0. During the procedure the (two) surgeons: - with the patient in prone position attached the navigation reference array on the left iliac crest - acquired an intraoperative CT scan with automatic image registration of the current patient anatomy to the navigation, verified and accepted the accuracy of the registration to proceed. - determined incisions using the brainlab pointer, and verified accuracy of registration once more. - started pedicle screw placement on the patient's left side on l3, then l2 and working down to s1: for l3 and l2 deployed the brainlab drill guide, a non-brainlab tap and a non-brainlab screwdriver, for l4 and l5 deployed the brainlab drill guide, the brainlab straight probe and a non-brainlab screwdriver, for s1 deployed the brainlab awl, brainlab probe and a non-brainlab screwdriver (all instruments navigated) - parallel to screw placement on the patient's left side, existing screws/rods were removed, and re-added on the right side for the unilateral fusion of l3-l5 (without aid of navigation) - proceeded with screw placement on right s1 and right l2, utilizing the same workflow as for left s1, and while at l2 noticed a deviation of navigation when placing the awl on anatomy to create the pilot hole - acquired an intraoperative CT scan (with automatic image registration) for verification of screw placement, and determined that the screw at left l5 was not placed as intended - verified and accepted the accuracy of the registration to proceed - determined there was no injury to the spinal canal and proceeded to remove and correct (reposition) the screw at left l5 with aid of navigation, and to place the screw at right l2, utilizing the same workflow as for left s1 - placed cages on the patient's left side in l2-l3 disc space and l5-s1 disc space using aid of navigation. - acquired an intraoperative CT verification scan that confirmed the cages were placed as intended. - placed rods and ended surgery. According to the hospital/surgeons: - one screw (left l5) not placed as intended with navigation was corrected in the very same surgery with aid of navigation. - the final outcome of the surgery was successful as intended, with all screws and cages placed in their correct final positions as intended. - despite there was a direct (or increased) risk of harm to a critical structure due to this issue (one screw placed in disk space). - there was no actual harm/negative clinical effect to the patient due to the deviating placement (also not due to surgery/anesthesia prolonged by 20-30min) - there were no further medical/surgical remedial actions necessary, done or planned for this patient due to this issue; hospitalization was not prolonged either.

Manufacturer narrative:
B2, h1: a risk to the patient's health could not be excluded for these specific circumstances, since a screw was placed in the patient's spine in a different position than desired with navigation involved, although according to the hospital: - one screw (left l5) not placed as intended with navigation was corrected in the very same surgery with aid of navigation - the final outcome of the surgery was successful as intended, with all screws and cages placed in their correct final positions as intended - despite there was a direct (or increased) risk of harm to a critical structure due to this issue (one screw placed in disk space) - there was no actual harm/negative clinical effect to the patient due to the deviating placement (also not due to surgery/anesthesia prolonged by 20-30min) - there were no further medical/surgical remedial actions necessary, done or planned for this patient due to this issue; hospitalization was not prolonged either. H6: according to the results of this technical investigation and the information provided by the hospital/support, it can be concluded that the root cause for the deviated screw at left l5 (deviating by 11 mm cranially/laterally) placed with the aid of navigation is: - a relative movement of the anatomy during the surgery between the vertebra operated on (l5) and the vertebra/bone where the navigation reference array was fixated to (iliac crest) due to a non-rigid connection of these and forces applied to the spine. Vertebra movements relative to the navigation reference array during surgery cannot be recognized by the navigation when displaying tracked instrument positions on the pre-surgery patient scan. Multi-level navigation - i.e. Operating on a different vertebra than the one the patient reference array for navigation is fixated to or operating across multiple vertebrae without remounting the patient reference and reregistering - especially if the connection in between the vertebrae is not rigid - results in relative movements of the vertebrae (actual anatomy) during the surgery that cannot be compensated by the navigation software displaying instrument positions on the registered pre-placement patient image scan. Details: spine stability was reduced due to spondylolisthesis and removal of stabilizing rods. Relative movement occurred after drilling of the pilot hole (which was in the intended location) and before/during preparation of the screw path/insertion of the screw. Image data show a movement that would account for a caudal/lateral deviation of the screw. The observed cranial (vs. Caudal) deviation is attributed to the surgical forces applied by a pressure tool (probe/screwdriver), which caused further dislocation of the vertebra and changed the instrument's path on/within the bone, placing the screw along the margin of the bone (cranially) into the disc space. The user may have detected the deviation and tried to correct it, which would account for the parallel deviation of actual placement compared to intended. Additionally, slight deviations of the screws at left l2, left l4 and left s1 placed with aid of navigation are visible in the image data (screws were determined acceptable by the user). It can be concluded that the root cause for these is: - the slight lateral deviations at left l2 and left l4 can also be attributed to the relative movement of vertebrae (due to instable spine, pressure applied during preparation of screw path/screw insertion, and in this case potential additional forces applied on the spine during screw replacements taking place on the patient's right side in parallel). However, these movements were slight/temporary, since the subsequent pilot hole for left l5 is in the correct location. - the deviation at left s1 can be attributed to a movement of the patient reference clamp and/or array during the procedure (after left l5 screw was placed) in relation to the patient anatomy, due to an insufficiently rigid fixation by the user, and/or inadvertent forces (skin pressure/rebound) applied to the reference clamp/array during the surgery. Image data show a slight shift of the schanz pins and a reference warning occurred during trajectory planning at left s1. Apparently, the resulting deviation of the registered preoperative patient image displayed by the navigation and the actual patient anatomy was not recognized by the user with the appropriate and necessary navigation accuracy verification throughout the procedure, specifically during screw placement at left l5. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. H7: brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Manufacturer narrative:
B2, h1: a risk to the patient's health could not be excluded for these specific circumstances, since a screw was placed in the patient's spine in a different position than desired with brainlab navigation involved, although according to the hospital: - one screw (left l5) not placed as intended with navigation was corrected in the very same surgery with aid of navigation. - the final outcome of the surgery was successful as intended, with all screws and cages placed in their correct final positions as intended. - despite there was a direct (or increased) risk of harm to a critical structure due to this issue (one screw placed in disk space). - there was no actual harm/negative clinical effect to the patient due to the deviating placement (also not due to surgery/anesthesia prolonged by 20-30min). - there were no further medical/surgical remedial actions necessary, done or planned for this patient due to this issue; hospitalization was not prolonged either. H6, h7: a comprehensive investigation by brainlab regarding this specific event is currently ongoing and final conclusions are pending. Brainlab plans to issue a follow-up report to the FDA upon completion of investigation.

Event description:
A minimally invasive surgery (on (B)(6) 2023) on the lumbar spine for transforaminal lumbar interbody fusion (tlif) at l2-s1 with existing hardware revision of right unilateral fusion of l3-l5, with intended placement of 7screws and 2 cages, was performed with the aid of the display by the brainlab navigation software spine & trauma 3d nav 2.0. During the procedure the surgeons: 1. With the patient in prone position attached the navigation reference array on the left iliac crest. 2. Acquired an intraoperative CT scan (3d c-arm) with automatic image registration of the current patient anatomy to the navigation, verified and accepted the accuracy of the registration to proceed. 3. Determined incisions using the brainlab pointer, and verified accuracy of registration once more. 4. Started pedicle screw placement on left side on l3, then left l2 and working down to left s1: a. For left l3 and left l2 drilled the pilot hole using the brainlab drill guide, threaded the pilot hole using the navigated non-brainlab tap, and placed the screw using the non-brainlab screwdriver (all instruments navigated). B. For left l4 and left l5 drilled the pilot hole using the brainlab drill guide, (for l4 attempted and abandoned the non-brainlab tap), prepared the pilot hole using a non-brainlab probe, and placed the screw using a non-brainlab screwdriver (all instruments navigated); while instrumenting left l5, neuro monitoring saw some "noise" but once screw placement was completed this disappeared. C. Verified navigation accuracy using the pointer and accepted/confirmed it to proceed. D. For left s1, created the pilot hole using a non-brainlab awl, prepared the pilot hole using a non-brainlab probe, and placed the screw using a non-brainlab screwdriver (all instruments navigated). 5. Parallel to screw placement on the patient's left side, existing screws/rods were removed, and re-added without aid of navigation for the unilateral fusion of l3-l5. 6. Proceeded with screw placement on right s1 and right l2, utilizing the same workflow as for left s1, and while at l2 noticed a deviation of navigation when placing the awl on anatomy to create the pilot hole. 7. Acquired an intraoperative CT scan (with automatic image registration) for verification of screw placement, and determined that the screw at left l5 was not placed as intended. 8. Verified and accepted the accuracy of the registration to proceed. 9. Determined there was no injury to the spinal canal and proceeded to remove and correct (reposition) the screw at left l5 with aid of navigation, and place the screw at right l2, utilizing the same workflow like for left s1. 10. Placed cages on the patient's left side in l2-l3 disc space and l5-s1 disc space using aid of navigation. 11. Acquired an intraoperative CT verification scan that confirmed the cages were placed as intended. According to the hospital: - one screw (left l5) not placed as intended with navigation was corrected in the very same surgery with aid of navigation. - the final outcome of the surgery was successful as intended, with all screws and cages placed in their correct final positions as intended. - despite there was a direct (or increased) risk of harm to a critical structure due to this issue (one screw placed in disk space). - there was no actual harm/negative clinical effect to the patient due to the deviating placement (also not due to surgery/anesthesia prolonged by 20-30min). - there were no further medical/surgical remedial actions necessary, done or planned for this patient due to this issue; hospitalization was not prolonged either.